Manufacturer narrative:
The reported complaint of leakage can be confirmed, however, the complaint of a crack could not be confirmed. The probable cause of the leakage is the loss of hydrophobic properties of the filter due to infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that during use with a plum set, at a patient¿s home, a taxol and/or trastuzumab emtansine (tdm1) leak was noticed. The chemotherapy drug was, reportedly, being transfused through a cannula and filtered line. The drug administration time was programmed for 30 minutes; however, at approximately the 15-minute mark the patient noticed a little pool of chemo on her table. The user was not sure where it was from, picked up the filtered part and got some paper towel to find where the leak was and a small leak at the filtered part was found. It was mentioned that the IV filtered line had a crack. There was patient involvement, and delay in therapy but no patient harm or user harm was reported as a result of the event.